Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations and spinal pain. It was reported the ins was no longer working. It was unknown why the ins was no longer working. Additional information was received. It was reported the cause of the implant no longer working was it would no longer hold a charge. The patient stated they would maybe have it removed and replaced with an updated model.